Manufacturer narrative:
H3: product analysis # (B)(4), product: 9560101, lot no:1730441r analysis confirmed that there was rust on the outer tube body and that foreign object was visible when the focus was shifted during inspection at the time of receiving. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the multiple sources (service and repair, medtronic representative, healthcare facility) regarding a endoscope. It was reported that image in the instrument was abnormal and dirt was found in it. There was no patient involved in this event. There were no further complications that were reported.